Event description:
Patient reported that he has been experiencing high blood glucose for two weeks. Patient discovered that his basal rate programming was not saved in his device. Patient alleged that he programmed his basal rates, but they were not retained by the device. No medical treatment was received for high blood glucose.